Event description:
The rptr called in to inquire about the surestep meter he was supposed to receive from lifescan last month. In the meanwhile, he has been getting er1 messages from his old meter. After getting er1 messages, he cleaned the meter and repeated test and the result has been within his normal range. No allegation of harm mentioned.